Manufacturer narrative:
H11: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Event description:
It was reported that, during a meniscus repair surgery, t1 of a fast-fix 360 curved was deployed in a typical fashion, but when the device was inserted into the meniscus to place t2 implant, the trigger on the device did not engage to deliver the implant. Forward pressure on the delivery device in the meniscus and firing the trigger were attempted multiple times without result. The t2 implant was unable to be delivered from the device. It was also noted that on the fast-fix 360 curved inserter the portion of the inserter that pushed the implant down the needle was stuck in the forward position after placing the t1 implant. The inserter and shaft were not bent during their use. The surgeon used a suture cutter to remove the suture and the t2 implant was verified to be out of the patient. The t1 implant remained unsecured on the exterior of the joint capsule. The procedure was resumed, after a 45-min, using an arthrex inside out double arm needles and guides competitor device. No further complications were reported.

Manufacturer narrative:
Internal reference number: case: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair surgery, t1 of a fast-fix 360 curved was deployed in a typical fashion, but when the device was inserted into the meniscus to place t2 implant, the trigger on the device did not engage to deliver the implant. Forward pressure on the delivery device in the meniscus and firing the trigger were attempted multiple times without result. The t2 implant was unable to be delivered from the device. It was also noted that on the fast-fix 360 curved inserter the portion of the inserter that pushed the implant down the needle was stuck in the forward position after placing the t1 implant (case: (B)(4)). The issue occurred with two (2) more fast-fix 360 reversed devices (case: (B)(4). The inserters and shafts were not bent during their use. The surgeon used a suture cutter to remove the suture and the t2 implant was verified to be out of the patient. The t1 implant remained unsecured on the exterior of the joint capsule. The procedure was resumed, after a 45-min, using an arthrex inside out double arm needles and guides competitor device. No further complications were reported.